Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned if further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total joint replacement procedure on (B)(6) 2023 and barbed suture was used. The needle popped off the suture while suturing the joint capsule during closure. Another like device was used to complete the procedure. There is no device to return. No reported patient consequence.